Manufacturer narrative:
Initial

Event description:
It was reported that after hospital discharge the user reconnected the ilet pump and experienced high blood glucose on reconnection, reported at 401 mg/dl, after which the device delivered basal insulin and gradually reduced glucose, with the user not finding infusion site or cartridge leaks. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included continued use of the ilet without reverting to alternative therapy and completion of troubleshooting and education. Investigation included review of treatment history and device operation related to high glucose. Investigation of this case revealed that the device was operating and delivering insulin as intended, with no evidence of leakage or hardware malfunction. It was concluded, based on previously established findings for similar reports, that user condition and therapy resumption timing were the likely contributors rather than a device malfunction.